Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Event description:
It was reported that a lumber catheter was separated and the device was revised. No further information was provided by hospital. The product will not be returned to your site.

Manufacturer narrative:
Additional event information has been provided and is included in this report.

Event description:
It was reported that a lumber catheter was separated and the device was revised. The patient is a 43-year-old male. He often goes to business trips and his hobby is jogging and stretching. The patient has experienced separation of a lumber catheter (by kaneka) three times. The initial surgery for the catheter was around 2010. The original disease is idiopathic intracranial hypertension. The revision surgery was performed on (B)(6) 2018. Until last time, the lumbar catheter was placed in the spinal subarachnoid space from the front to the right side with the shortest route. In this time, the lumbar catheter was once passed through the median (just behind the back) from the right side. Then it was inserted into the spinal subarachnoid space from the left side. Additionally, the lumbar side and he valve side catheter was fixed with thread. Furthermore, the surgeon made a loop between the lumbar side and the valve side. Even if the catheter is pulled, the loop is made small so that the risk of fracture of the catheter is reduced. The patient left the hospital on (B)(6) 2018. The surgeon commented that since the same event happens three times in the same patient, it is patient derived rather than product derived. The surgeon strongly requested to make a stronger product than conventional type.